Event description:
Advanced bionics was made aware of a device failure. Testing of the device showed that it is not functioning. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is obtained.